Event description:
It was reported that the patient experienced unspecified issue with ams 700 inflatable penile prosthesis. Ams accessory kit was used and no components were explanted. Additional information received stated that there were user problems with the device. The prosthesis was deactivated and will be reactivated on later date. The patient condition following procedure was good.